Manufacturer narrative:
The device is currently being investigated and the results are being evaluated and analyzed with similar events. A supplemental report will be submitted once the device eval is complete. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Items marked "ni" are unk to us at this time. Internal file number - (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, two bipolar fibers at the end of the hemopro 2 jaws were unhinged and were not meeting as designed. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product was returned to maquet cardiovascular.